Event description:
Reporter alleged she tested the customer with the advantage system and obtained a result of 425 mg/dl while using expired strips. Reporter stated she gave the customer 20 units of humulin n and 5/500 mg of glucovance based on the reading. Reporter alleged that within 10-15 minutes, the customer began having hypoglycemic symptoms and she treated him with half of a sandwich, orange juice, and cookies. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.